Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they would have a display anomaly on the insulin pump. The customer stated the insulin pump's screen would be black when the insulin pump was exposed to extreme heat. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.